Event description:
The customer reported that their device had locked up during their daily device test. The customer reported that had to remove the batteries in order for the device to power off. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.